Event description:
Screw was broken during insertion. Screw provided good fixation and was left in the joint. Broken fragment was removed without issue. Problem did not impact the pt. If this were to recur it could result in surgical intervention.